Manufacturer narrative:
Philips service restored the mpdu switch and tested system functionality, confirming the system is operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system shut down during procedure mpdu switch disabled due to electrical line variation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.